Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure of this right ventricular (rv) lead the helix would not extend after thirty turns. Prior to the helix not being able to be extended the pacing thresholds and pacing impedance measurements appeared within range but then had increase and were out of range with the helix still not extended. An rv lead fracture was suspected and thus a new lead was implanted with no issues. The rv lead will be returned. No adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.